Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 30-apr-2024. The leakage was at the site. The infusion set was in use for less then a few hours. The blood glucose level was 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.